Event description:
It was reported that the patient presented via a remote transmission. The device was found to have exhibited post-paced t-wave oversensing. Programming changes were discussed but were not made at this time.